Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome one time. The last repair was january 11, 2011 where it was reported that the unit turns on by itself and the ball detent, damaged control bar, reciprocating arm, seal and retaining ring, poppet assembly, damaged head, thickness lever, bearings, motor and o-ring were replaced. This is not a related issue. The air dermatome was manufactured on november 21, 1997, and is over 18 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed wear to the head and control bar. There were nicks to the neck of the hand piece. The thickness control lever and swivel were loose. The master blade, serial number (B)(4), was flush with the control bar. The device was tested with the test hose and operated within motor speed specifications. The customer did not return a hose or any width plates for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the damaged head, housing, damaged swivel, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and calibrating shaft. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the thickness control lever was loose. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the wear of the thickness control lever from repeated use over time. Repeated use could have also loosened the screw that connect the lever to the hand piece. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not cutting properly. There was a thickness dial issue. No patient involvement. No adverse events have been reported as a result of the malfunction.